Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient¿s batteries was unable to hold a charge despite being plugged into the battery charger. The site further reported that they attempted to charge the battery in multiple slots of the battery charger without success. The battery was exchanged with no reported patient consequence. Preliminary analysis of the device indicated that the device would not provide power to a controller.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to be charged when it was connected to a battery charger. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. A review of internal battery readings revealed that the lifetime temperature recorded did not reach the thermal fuse's cutoff temperature. As a result, the most likely root cause of the reported event can be attributed to a faulty thermal cutoff fuse, preventing the battery from charging or providing power to a controller. If information is provided in the future, a supplemental report will be issued.